Event description:
It was reported that the patient presented remotely via merlin. Net. Transmission showed that the right atrial (ra) lead exhibited over-sensed noise, which resulted in episodes of inappropriate mode switch. No intervention was performed. The patient will be monitored remotely. The patient was in stable condition.